Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history and risk analysis review was unable to be performed due to limited information. The complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in the risk documentation. The package insert, under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Following review, no new risks were identified. Deshmane, p, rathod, p., deshmukh, a., rodriguez, j., scuderi, g.(2014) symptomatic flexion instability in posterior stabilized primary total knee arthroplasty. Healio,com/orthopedics. Zimmer biomet complaint (B)(4). Product location unknown.

Event description:
Information was received based on review of a journal article titled, "symptomatic flexion instability in posterior stabilized primary total knee arthroplasty," an unknown patient was identified in the article that underwent primary posterior-stabilized total knee arthroplasty with biomet device and underwent revision to a tibial polyethylene exchange due to flexion instability. There has been no further information provided and the patient outcome is unknown. Attempts have been made and no further information has been provided.